Event description:
During an angioplasty procedure, the physician noticed a leakage at the hub of the balloon catheter after the balloon was placed at the lesion. The info states that the product was properly prepped and no anomalies were noticed. The product looked perfect when taken from the packaging. The procedure was successfully completed with another balloon. There was reported injury to the pt. No add'l pt or procedure info is available.